Event description:
Patient alleges incorrect bolus advice. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer's allegation is mis-stated. The customer's allegation indicated that he was receiving inaccurate blood glucose results and that the meter was calculating bolus advice based on those inaccurate blood glucose results. The function of the bolus advice calculator was not questioned. For questionable blood glucose readings the suspect device is the test strips rather than the blood glucose meter. The sections noted above have been corrected to reflect the correct suspect device. While the customer did return the blood glucose meter and it passed testing for questionable results, the suspect device (vial of test strips) was not returned and the lot number used was not available so no further investigation was possible.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.